Manufacturer narrative:
Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.

Event description:
Accula false positives have been noted whereas, genexpert and taqpath same sample tested negative. Information reported by user is being reported as required by 21 cfr 803.